Event description:
A hospital technician had noticed that a film printed from vitrea was labeled with the incorrect patient name, the technician noticed the discrepancy in the films, destroyed the incorrect films and reprinted new films with the correct patient name. The site had recently been upgraded from 2.6 to 3.1 to 3.2. The incident occurred after the 3.2 upgrade. After ascertaining the details, it was determined that the hospital's use of a generic patient ID (9999999) at the scanner, resulted in all the patients with this ID (a total of three patients) to be grouped under one name in the study directory. They have the correct name in gallery page, but sometimes had the incorrect information on the report.